Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard and confirmed by telemetry to be a critical alarm due to motor stall. The stall was constant. The logs showed a stall occurred (B)(6) 2014 at 03:12. The patient heard a beep and was not feeling well. Magnets had been ruled out as an influence. The pump was being used to deliver fentanyl, clonidine, and bupivacaine. The next day it was reported there was to be a pump was replaced at 15:00 on (B)(6) 2014. The 8476 error code was seen on the personal therapy manager (ptm) which corresponded to a motor stall. It was later reported the stall occurred at 0331 and the patient woke up at 0500 hearing the alarm. Upon interrogating the pump with the ptm the 8476 error code was seen. The patient went to the emergency room that morning with increasing pain. As of (B)(6) 2013 at 1343, the rotor never recovered. The cause of the stall was unknown. No troubleshooting or other actions were done other than replacement of the pump. The patient was doing well with adequate pain control as of (B)(6) 2014.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.